Event description:
Customer reported receiving an unspecified reading, then based on the reading, dosing with insulin. She lost consciousness. Her spouse provided an injection of glucagon to raise blood glucose levels. At the time of the event, the customer had the meter's unit of measure incorrectly set and mis-perceived the reading.